Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2012, at an unspecified time, channel a of the device was programmed to deliver unspecified concentration of saline solution, at a rate of 1 ml/hr, and the delivery was started. No further programming parameters were provided. On (B)(6) 2012, at an unspecified time, channel b of the device was programmed in concurrent mode to deliver an unspecified concentration of carboplatin, at a rate of 25 ml/hr, with a vtbi (volume to be infused) of 50 ml, for a duration of 2 hours, and the delivery was started. After two and a half hours, during a routine check, the nurse noted there was 25 ml left in the carboplatin container, instead of the expected empty container. At that time, the nurse reprogrammed channel b of the same device to deliver the remaining medication. After an unspecified length of time, the device removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.5 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the mfg center. A review of the device history indicates that on (B)(6) 2012 at 0912, line b was programmed to deliver at a rate of 25 ml/hr, with a vtbi (volume to be infused) of 50 ml, for a duration of 2 hours, and the delivery was started. At 1112, the device alarmed that the delivery on line b was complete. At 1204, line b was reprogrammed with a vtbi of 10 ml, and the delivery was restarted. At 1206, the delivery on line b was stopped, and the volumes infused were cleared. At 1207, the delivery on line b was restarted. At 1208, the delivery on line b was stopped. At 1208, line b was reprogrammed to deliver at a rate of 50 ml/hr, with a vtbi of 10 ml, and the delivery was restarted. At 1219, the delivery on line b was stopped. This report represents all the info known by the reporter upon query by hospira personnel.